Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. No unexpected rewind anomaly noted during testing. However, moisture damaged was noted on electronics assembly, vibrator motor and battery tube assembly. The insulin pump was received with cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer reported that the insulin pump would rewind every few minutes. The customer's blood glucose was 143 mg/dl at the time of incident. The insulin pump will be returned for analysis.